Event description:
The user facility reported an odor emitting from their advantage plus endoscope reprocessing system. Employees present experienced vomiting, headaches, neck pain and stinging eyes. The employees sought and received medical treatment.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found rapicide part a to be leaking from one of the dosing pumps and reservoirs. The operator manual states, "liquid chemicals and/or chemical vapors may be present; wear ppe." User facility personnel stated that the employees subject of the reported event were wearing proper personal protective equipment (ppe) while in the room. The technician replaced the dosing pump and reservoirs, tested the function and operation of the device, confirmed it to be operating specifications and returned it to service. No additional issues have been reported.